Event description:
The customer reported to olympus, the evis lucera ultrasonic bronchofibervideoscope displayed no image. The event occurred during reprocessing. There was no intended procedure or report of patient harm associated with this event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation. During inspection and testing, the allegation was confirmed with an image provided by the customer. Due to damage on charge coupled device unit, the image was not displayed. In addition, one sound line was broken. The light guide tube was wrinkled. Scope data was incorrect. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon "no image" could neither be confirmed nor reproduced, and therefore, a further root cause could not be presumed. The instructions for use (IFU) state the following which may have prevented the suggested phenomenon: "warning ¿ never perform angulation control forcibly or suddenly. Never forcefully pull, twist or rotate the angulated bending section. Patient injury, bleeding and/or perforation can result." Olympus will continue to monitor field performance for this device.